Event description:
It was reported that the pump became hot to touch. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot immediately and stated they would call back if the issue recurred. Technical support was unable to obtain further information or confirm specific event dates, but noted that the issue had occurred on previous occasions.